Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Product return is requested and product will be evaluated after receipt. Upon investigation performed, a follow up report will be sent.

Event description:
It was reported that a patient experienced a dental implant fracture and the implant was removed.